Manufacturer narrative:
(B)(4). Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that upon receipt and examination of the product at incoming inspection, there was a crease found in the sealing area. There was no patient or procedure involvement.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
UDI: (B)(4). Complaint sample was evaluated and the reported event was confirmed. Evaluation of the two returned products confirmed the presence of crease and/or fold in the seal of the pouches. Device history record was reviewed and no discrepancies were found. A manufacturing deficiency was considered as the root cause of the reported issue. Corrective actions have been initiated. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.